Event description:
Customer reported a secondary of thiamine was started on a pt and the user observed back flow into the primary. The infusion was stopped, then restarted and the user reported it appeared the pt received a bolus of fluid. The infusion was stopped again and was not restarted. No pt harm reported. Customer stated that no further pt or event information is available.

Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A follow up report will be submitted with failure investigation results once the evaluation has been completed.